Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent embedded in vessel wall at an unintended site. Device issue: stent dislodgement. It was reported that several passes were made with an athrectomy device at a slow speed. The athrectomy device was removed with the guide wire entrapped in it. A perforation was observed after balloon inflations and a 3.0 x 16 mm jostent was deployed. An attempt was made to deploy a 3.5 x 16 mm jostent, but it would not cross the 3.0 x 16 mm jostent. A balloon was inserted to allow passage for the 3.5 x 16 mm jostent, but the balloon caused the jostent to dislodge from the stent delivery system. The jostent became wedged in the proximal posterior tibial artery. Attempts were made to snare the dislodged stent, but these were unsuccessful. Another company's stent was used to embed the jostent in an unintended site. No additional event or patient information is available.

Manufacturer narrative:
.